Event description:
An or circulator reports that an enlarged incision was required to facilitate removal of an intraocular lens (iol) after the haptic crimped during insertion. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. The optic was torn/split/cracked cross the center of the optic and the optic was torn/split/cracked on the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 08/07/2008 by mail and fax. A completed follow-up questionnaire has not been received. This report was mailed to FDA on: 08/07/2008.